Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the bending section cover glue. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-ez1500dl/I, operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-ez1500dl/I, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colono video scope had the adhesive on the bending section cover had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.